Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test, idle current test, run current test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test, excessive no delivery test and unexpected restart error test. Insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked lcd window, cracked belt clip slot and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer provider reported via phone call that their insulin pump alarmed failed battery test. Customer blood glucose at the time of incident 18.2 mm/dl. Troubleshoot was performed. Customer had inserted new battery to their insulin. Customer could not fix the issue so they went to the hospital. Pump. Customer was using pens to treat blood glucose reading. Was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instructions. Insulin pump will be returning for analysis.